Manufacturer narrative:
Device evaluation: result - bd received one used sample for evaluation, however only a part of the device was returned. Broken tubing and cannula within the pvc tubing was found on the sample returned. After the cannula was removed from the tubing, it was noted the cannula was broken in the notch area. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5342778. This lot was manufactured on december 10, 2015. The product is tested (pull force) through of manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Conclusion - bd was not able to confirm the customer's indicated failure mode. After evaluation of the returned sample, this could not be confirmed as a manufacturing related issue as the unit was found with tubing and cannula broken. Our product is 100% visually inspected through the all manufacturing process, loaded the material in the tray and packaged in the dispenser. Of note, both defects found in sample received can be detected very easy by operator during the 100% inspection. It is important to mention than in our process we only placed the component (clamp slide) in the tubing and never activate this component in the tubing. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the safety mechanism did not work properly and part of the needle remained blocked in the distal portion of the tubing. No injury or intervention was reported.